Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). The physician stated that they were unable to remove the catheter out of the sheath. An investigation was performed and it was confirmed that the catheter was unable to be removed from a sheath. The closurefast heating element was bubbled and the heating element was exposed. The cause of the fluorinated ethylene propylene (fep) bubbling on the heating element could not be determined. Possible contributing factors such as ancillary device interaction or procedural technique.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data: